Manufacturer narrative:
The customer returned the reported avl video monitor and spectrum smart cable for further evaluation. A verathon service representative evaluated the returned products and isolated the reported issue to the spectrum smart cable. It was found that when the spectrum smart cable was inserted into the customers monitor and manipulated near the hdmi connector, the image would cut in and out. Since there are no repairs available for the spectrum smart cable, the customer received a replacement smart cable and the returned smart cable was scrapped. Other routine maintenance was performed on the returned monitor and the device was returned to the customer for use. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video monitor and spectrum smart cable, the image would flicker and cut out unexectedly. The customer noted that they were not able to isolate the issue to either of the two devices. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.